Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl. Reportedly, the customer fell and hit the countertop and received a black eye. To treat the low bgs, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.